Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the the service center for a separate issue. During the evaluation of the device, on the distal end a pinhole was observed in the lens glue. There was no patient involvement.